Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that a physician thought the implantable cardiac monitor device site looked infected and antibiotic ointment was prescribed. After using the medication, the patient stated the implant site became soft and the device fell out. The device was replaced. No further patient complications have been reported as a result of this event.